Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed contractions of abdominal musculature when monopolar energy was delivered. No marks on the patient and/or skin burns were observed, either at the trocar access sites or at the patient plate site. An intuitive surgical, inc. (Isi) technical support engineer (tse) requested verification that the monopolar and bipolar cables were kept separate and checked the set power levels, but the issue reoccurred. A review of the site's system logs was performed by the tse and no related errors were found. The tse asked the customer to reset the sterile adapter on universal surgical manipulator (usm) #2 and #4, and change the monopolar and bipolar cables and instruments. The customer reset the sterile adapters from usm #2 and #4 and replaced the bipolar cable on the usm #2. The customer was not able to resolve the issue during the procedure which was completed with no patient harm, adverse outcome, or injury. There was less than 15 minutes of a delay. The customer called during a subsequent, different procedure stating the system worked properly and the issue was fixed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.